Manufacturer narrative:
Additional information : reason code for no evaluation, if other specify, imdrf a,g,b,c,d grids, manufacturer narrative. Omit : a050701 - failure to align (2522) ,g0405203 - clamp, b21 - type of investigation not yet determined, c07 - mechanical problem identified, d01 - cause traced to device design a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that an 8120 pca was affected by misaligned sizer recall. There was no reported patient involvement.

Event description:
It was reported that an 8120 pca was affected by misaligned sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.